Event description:
It was reported that two at50ao crystalens iol's were inserted and removed intraoperatively due to lens tears. Two ci-28 delivery devices were used in the case, one for each lens. The incision was not enlarged, but sutures were used to close the wound. Another lens of same model was implanted successfully, and there were no reported postoperative sequelae. According to the surgeon the most likely cause of the event was loading error. This report is for the first iol. Please reference MDR#: 2031924-2012-0004 for the second iol, 2031924-2012-00045 for the first delivery device and 2031924-2012-00046 for the second delivery device.

Manufacturer narrative:
The lens has been received by bausch+lomb for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.